Event description:
Dr and x-ray technician were performing a biopsy using the bard monopty biopsy instrument. The instrument had been test fired prior to positioning and fired properly. However, when the instrument was in place and fired, the ultrasound image indicated the stylet had not fired. Another instrument was taken from the same box, test fired, placed and did not fire properly. A third instrument was used and it functioned properly. A similar incident occurred last week, but, the technician thought it was an isolated problem and did not record the lot number. Both instruments have been returned to c. R. Bard for inspection.